Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they woke up with 400mg/dl and took a bolus that dropped their levels to 375mg/dl. The customer states they woke up again with 405mg/dl. The customer states they changed their infusion set and went to the hospital. The customer states they felt better, but did not wish to troubleshoot at this time.